Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. Failure analysis of the device revealed that the device passed dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Post-explant functional analysis revealed that the pump failed to meet pre-implant requirements with power average consumption of 2.04 watts vs 2.03 watts. Given that this slight deviation is power was not present prior to release of the device, it was most likely introduced during use. The abrasion marks found on the lower housing ceramic surface and inferior impeller surface may have resulted in an imbalance of the impeller likely contributing to deviations in power. These abrasion marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic with reports of increasing flow and power on the left ventricular assist device (lvad). Log files showed power consumption above normal operating range. Lab results included lactate dehydrogenase (ldh) 669 (baseline 200's), and international normalized ratio (inr) 2.2. The patient's aspirin had been discontinued due to history of gastrointestinal bleed prior to lvad implant. The patient was asymptomatic. Echocardiogram was performed and no aortic insufficiency was noted. No change in pump sounds. The patient was instructed to resume aspirin and will be monitored. The lvad was exchanged. No patient complications have been reported as a result of this event.